Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung resection. According to the reporter: the device was used for resection of the lingular segment and bottom of left lung. The handle was fully squeezed, but the sheet could not be cut. It was found the anvil was deformed. Another device was used to complete the procedure. The surgeon had to resect more tissue than what was originally planned due to the product problem.